Manufacturer narrative:
The pump passed prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level went from 70mg/dl to 500mg/dl. The wife states there is no insulin coming out during bolus. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.